Manufacturer narrative:
(B)(4). Date sent: 05/15/2020. Date of event: only event year is known: 2016. The DHR for lot 24409 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information: did the dilation take place? Yes. If yes, what was the date the dilation took place? (B)(6) 2020. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Pre-existing gerd 15 years, 10 months. Regurgitation (moderate, 15x/day). Chest pain (severe, 10x/day). Difficult swallowing (occasionally with course foods lasting a few seconds, 2x/day) in pharyngeal area. Pain with swallowing (moderate, 2x/day), associated with meals. Occasional episodes of nausea (2x/day). Belching, bloating, increased gas (rectum). Heartburn, severe (25x/day), correlates whether the subject has food or not. Besides dysphagia, please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Bloating, belching, daily vomiting and excessive salivation. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Yes, fluoroscopic upper gastrointestinal series done (B)(6) 2020. Results received prior to scheduling dilation. Impression: postoperative changes to the stomach. Linx device at the gastroesophageal junction. Incomplete clearing of the esophagus following repeated swallows of thin barium with the patient upright position, but normal propagation of the primary stripping wave noted with complete clearing of the esophagus with the patient prone position. Normal passage of a 13 mm tablet through the esophagus, gastroesophageal junction, and into the stomach. Did they have an autoimmune disease? Relief study protocol excludes for scleroderma. Per patient medical history, the following autoimmune diseases are listed: rheumatoid arthritis, fibromyalgia, hashimoto's thyroiditis, hidradenitis suppurativa. Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant? Patient was prescribed & was taking 40 mg omeprazole bid for gerd, but has not taken the medication since implant. No additional medications have been prescribed for dysphagia treatment.

Event description:
It was reported that the patient was experiencing dysphagia. Device remains implanted.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2020. Additional information received: stat esophagram ordered and performed (B)(6) 2020. Pi noted narrowing at ge junction.